Event description:
Customer reported backflow of their syringe module tubing into the drip chamber and atg bag while infusing atg 175 mg in the inpatient pediatric cancer unit. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report wil be submitted once the evaluation is completed.